Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and a low battery alert on the insulin pump. The customer's blood glucose reading was 522 mg/dl. The customer stated that she has a circle on her screen and need assistance on getting it to go away. The customer stated that she put in a new battery in the pump and it showed 3 bars in the battery indicator yesterday and it showed full today. The customer stated that the batteries last about 2 months. The customer was advised that the average battery life in the pump is one week and that it is based on (B)(4) units per day.